Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no sample was received from the customer. A video was provided by the customer. From the video, it was identified that the cuff did not inflate completely and a part of it remained stuck to the tube. However, it was not possible to confirm the cause since the physical product was not returned. If the product is returned at a later date, the complaint will be reopened for further investigation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. A retrospective review of 12-month period was made for complaints originated and related to this issue and no additional complaints were identified to this lot.

Event description:
It was reported that the cannula's cuff presented a misshapen inflation, causing it to be poorly positioned in the tracheal lumen, making ventilation difficult. It was reported that the anterior part of the product is inflating more than the posterior part, deflecting the cannula and hitting the trachea wall, which is why the patient is not ventilating, the product is glued on its posterior face. There was patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.